Event description:
Patient revised for metal allergy to nickle.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The reported devices are manufactured from cobalt chrome material, which contain elements of nickel. A search of the complaint database did not show any other reports against the product lot codes. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.